Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl; cause was unknown. Customer changed sensor to address bg. Additionally, it was reported that the customer experienced a low bg level of 51 mg/dl; cause was unknown. Customer ate candy and changed sensor to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.